Event description:
It was reported that a user on day two of ilet therapy experienced a hypoglycemic event with a blood glucose of 65 mg/dl, self-treated with oral glucose and subsequently overcorrected, resulting in variable glucose levels; the device did not generate alerts or alarms, and troubleshooting and education were provided on appropriate low treatment. Symptoms included hypoglycemia. Outcomes included self-treatment without medical intervention or hospitalization. Investigation included user interview, review of use and handling, and education on low treatment. Investigation of this case revealed user management factors contributed to the event, with no device malfunction identified. It was concluded that the event was related to hypoglycemia of unclear cause with user overcorrection and that the device operated as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.